Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad due to blank display. Also, received with moisture damage on the motor and force sensor, case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. . The customer¿s blood glucose level was 141 mg/dl. The customer stated that the insulin pump was exposed to the moisture. The water was inside the screen of the insulin pump. The troubleshooting was performed for the blank display. The device will be returned for the analysis.